Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
During the procedure, the extracting physician was pulling tension on a liberator locking stylet and advancing an evolution rl (9fr). The evolution rl was proximal to the brachiocephalic vein when there was a noted drop in blood pressure. At this point the patient was taken for an open chest procedure. At this point it was noted that both leads were bound together and to the vessel wall. The adhesion was calcified and also attached to the vessel wall. Once the heart leads removed from the vessel wall, the tear occurred which caused the drop in blood pressure. No unintended section of the device remained inside the patient's body.

Manufacturer narrative:
Investigation ¿ evaluation: the lead extraction liberator beacon tip locking stylet was not returned for an evaluation. The customer¿s report that ¿during lead extraction the patient¿s blood pressure dropped, and patient was take to the or for additional procedures to stop blood loss¿ could only be confirmed based on the customer¿s testimony. Based on the information available a definitive root cause of the reported event could not be established. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process that would have caused or contributed to the reported product issue. The instructions for use (IFU) contains the following warning when using the liberator beacon tip locking stylet: do not apply weighted traction to an inserted liberator beacon tip locking stylet as myocardial avulsion, hypotension, or venous wall tear may result. Cook medical has notified the appropriate personnel and the will continue to monitor this device via the complaints database for similar complaints.